Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012702696 was return and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function operated as expected without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Catheter identification and ablation was carried out. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. The electrical continuity testing revealed an open loop at electrode 6. Further examination revealed a detachment between the electrode wire and electrode 6. In conclusion, the catheter failed the return product inspection due to an electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was observed on electrogram electrodes five and six, and an alleged product issue was identified. The catheter was replaced to resolve the issue and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.